Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 439 (mg/dl) and moderate to high ketones for 2 days. Customer administered a correction bolus and an insulin injection to treat bg levels. Reportedly, customer also tried to switch between the t:90 infusion set and cleo 90 to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer uses humalog in pump cartridges for 3 days at a time. Customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to change infusion site, change insulin vials, and to consult with health care provider to discuss diabetes management.